Event description:
The customer contact reported that the device touchscreen was not responding. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing. The device touchscreen did not respond when the keys were pressed. Visual inspection found contamination on the bottom edge of the lcd touchscreen. The probable cause of the customer's complaint was due to a broken touchscreen. This was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.